Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation, contamination was observed in the force sensor assembly and the force sensor was found to be out of calibration. During testing, the load cartridge step did not detect the cartridge. Unrelated to the complaint, moisture was observed inside the pump. A leak test was performed and a display lens leak was found.

Event description:
The patient reported that the pump did not detect the cartridge during a routine cartridge change.